Event description:
It was reported that before use, the screen was flickering in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue but was unable to reproduce the problem. To confirm, the stm disassembled the monitor and checked for any physical or water damage, but nothing was found. In addition, the stm removed all connections, and cleaned the connectors. After reassembled of the monitor, all functional checkout were performed as per procedures. Since unit did not present any screen flickering problem during checks, the iabp was then cleared for clinical use, and released to the customer.

Event description:
It was reported that before use, the screen was flickering in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.